Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 7:00 am his wife noticed that the patient was soaking in sweat, unconscious and unresponsive, and not waking up. She called the fire department and they came at 7:15 am. They did a bg reading which was 36 mg/dl. The cgm was reading 136 mg/dl. They gave the patient two bags of IV dextrose. Later the patient was awake, and they gave him two glasses of orange juice. At the time of the report he had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.